Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: "blood leaking from the bottom of the connector (not at the line connection)." The product in use at the time is reported to be a mz1000. Further information from the customer has stated that the blood leak was identified at the site of needless connector after 5-10 mins into infusion approx. Moreover customer has confirms the affected sample was cleaned by chlorhexidine prior to IV line being connected and no visible damage on the product was noticed. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: 3 episodes of blood leaking from the bottom of the connector (not at the line connection) - at site of connection to canula, blood was seen pooling under dressing. Nurse unable to tighten on assessment, appears to have been connected correctly. Additional information received from the customer: how was the fault identified? Fault was identified by blood pooling underneath cannula dressing, upon further assessment, point of leak was identified as site of needless connector. When was the fault identified ¿ during priming or infusion? If during infusion, how long into the infusion? Identified approximately 5-10 mins into infusion ¿ appears to have been an issue from commencement of infusion what is the make and model of the connecting product(s)? Bd maxzero needless connector mz1000-07 is there any visible damage on the set ¿ such as cracks, flashes, or deformation of the piston? No what substance was being infused at the time of the event? Blood was the component accessed with a needle and then reused? No did the event interrupt treatment or cause a clinically significant delay that negatively impacted the patient? If yes, please provide details. Treatment was interrupted while issue was identified ¿ nil significant delay. Please describe any signs, symptoms, or complications the patient experienced, how it was treated, and the outcome (if not already reported). The patient experienced the blood pooling under dressing could you please provide the batch/lot number, if applicable? Unsure of lot number ¿ packaging not kept.